Manufacturer narrative:
The unit was investigated by life cycle engineering (lce):the idle voltage was measured in the delivery state 7,1v. Normally the charging end voltage is above 18,8v. The voltage in the charged state is normally 27v not less than 19v like here. The reason for the low voltages are 6 defective batteries. Long storage can lead to a short circuit in an accumulator an could thus be the cause of the defective battery. The failure could be confirmed therefore the akku pack was exchanged. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigations process. Due to this no further investigations initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Patient should be taken from the intensive care unit into the operating room, while disconnecting from the current the rotaflow stops without warning. Thus, a replacement machine for transporting the patient was connected. In the later attempt the error could be traced. The rotaflow was on the river all the time. (B)(4).